Event description:
It was reported that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. He had received no delivery alarms on the insulin pump and used a pen to push insulin out, due to air bubbles and then the no delivery alarms stopped. Customer's blood glucose was 727 mg/dl. Symptoms of high blood glucose included increased thirst, nausea and vomiting. Troubleshooting was performed. Insulin exited the tubing during a manual prime and no leaks or air bubbles were found, however customer received a no delivery alarm. A high pressure test was performed and passed. Customer was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.